Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported they were unable to test due to their adc blood glucose meter turning on and then powering off after test strip insertion. Customer further reported experiencing dizziness and was administered unspecified treatment by a hcp. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported they were unable to test due to their adc blood glucose meter turning on and then powering off after test strip insertion. Customer further reported experiencing dizziness and was administered unspecified treatment by a hcp. No further information was provided. There was no report of death or permanent impairment associated with this event.